Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3550-39 , lot # n298744, implanted: (B)(6) 2012, product type accessory; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported the patient had symptoms at the implantable neurostimulator (ins) location. They had a probe that disconnected when it was first implanted which was 3 months after the initial implant in 2012. It had been fairly okay since then. It was a little sore ¿down there¿ where it was implanted. This had occurred for the last 2-3 months. They had residual numbness under the right side and under their right breast since the probe detached a year and a half ago. They did not have any issues with the stimulation therapy. It had been awhile since her device was checked. They had an appointment scheduled for 3 days after report. Additional information received clarified that the lead had pulled out of the stimulator. They had to go back in and put the lead into the stimulation. The patient was seen and they received effective therapy.